Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While the surgeon was performing a total knee arthroplasty procedure, th screw at the bottom of the handle of the mics handpiece fell out, causing the gray portion of the handle to detach.

Manufacturer narrative:
Reported event: it was reported that a handpiece had screw loose. Issue was noticed during a case and there was a 2 minute case delay and no patient harm. Device history review: review of the device history records indicate (B)(4) devices were manufactured under lot k082e including 4200918 were accepted into final stock on 8/10/16." Device evaluation and results: visual inspection visual inspection revealed the screw was broken. The screw head was not returned. The screw had a small speck of white powder (appears to be dried blue loctite). Picture attached. Dimensional inspection: the screw fragment (tn0138) and the bore (tn0927-01) were both measured with go and no-go gauges and are within specification. Length of the screw threads could not be measured. Functional inspection: functional inspection was not completed. Reported problem was with the screw and handle. In conclusion, it appears loctite was applied to the screw. The parts are in specification to allow the screw to engage with the hole. The condition of the bore threads were examined (picture attached) but loctite adhesion could not be confirmed. Per this complaint description the unit was cleaned and autoclaved, so the presence of contaminates at the time of screw installation can not be confirmed. Complaint history review: a review of complaints related to p/n 209063 shows 1 other complaint related to screws falling out of the mics during tka procedures. It is 1321781. Issues for p/n 209063 will be completed through trend request #900. Conclusions: in conclusion, it appears loctite was applied to the screw. The parts of the assembly allow the screw to engage the bore. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
While the surgeon was performing a total knee arthroplasty procedure, th screw at the bottom of the handle of the mics handpiece fell out, causing the gray portion of the handle to detach.